Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to d5, e1 first name, e1 last name, e1 country, and g2. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported, the insufflation unit exhibited the device could not be turned on. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.